Manufacturer narrative:
Concomitant medical products: unk guidewire, unk balloon catheter, indeflator/syringe - encore, boston scientific. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an endovascular therapy (evt) procedure, a 4mm x 10cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was inserted to inflate the popliteal artery, however, it ruptured at 8atm (atmospheres). It was then replaced with a smaller sized unknown balloon catheter and the lesion was inflated and blood flow improved, and the procedure was completed. There was no reported patient injury. The lesion was occlusion between the popliteal artery and the anterior tibial artery, and an unknown guidewire crossed the lesion. The lesion was a little calcified. There was no vessel tortuosity. The percentage of stenosis was 100%. The device was used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. Other additional procedural details were requested but were unknown. The device will not be returned for evaluation as it was already discarded.

Manufacturer narrative:
Complaint conclusion: during an endovascular therapy (evt) procedure, a 4mm x 10cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was inserted to inflate the popliteal artery; however, it ruptured at eight atmospheres (atm). There was no reported patient injury. The lesion was an occlusion between the popliteal artery and the anterior tibial artery, and an unknown guidewire crossed the lesion. The lesion was a little calcified. There was no vessel tortuosity. The percentage of stenosis was 100% and was used for a chronic total occlusion (total occlusion >3 months). It was then replaced with a smaller sized unknown balloon catheter and the lesion was inflated, blood flow improved, and the procedure was completed. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). A non-cordis inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. Other additional procedural details were requested but were unknown. The product was not returned for analysis as it was discarded by the facility. A product history record (phr) review of lot 82184286 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of chronic total occlusion with 100% stenosis may have contributed to the reported event. A chronically occluded vessel makes crossing into the lesion difficult; it is likely damage to balloon material occurred in the attempt to cross the stenosed/occluded lesion. However, without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.